Manufacturer narrative:
Product analysis: analysis found that the analyzer failed functional, vxi console, test. The device had no physical defects. The device is expected to be sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.